Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, evidence of moisture ingress was observed inside of the battery compartment. In addition, it was reported that there was no evidence suggesting that the pump had sustained any physical damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 12/04/2014 with the following findings: evidence of moisture damage was observed inside of the battery compartment: the reported issue was confirmed. The battery compartment was observed to be cracked from the threads to the grip pad; this device failure indirectly caused the reported issue. The pump failed a leak test due to the battery compartment damage; this device failure directly caused the reported issue. The pump case was removed, and no further evidence of internal damage or defect was found. The following findings are unrelated to the reported issue: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The threads of the returned battery cap were found to be damaged, and thus the returned battery cap was unable to secure to the pump case per the instructions for use (IFU); a test battery cap was able to secure to the pump case per the IFU.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.